Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient reported that device was implanted for feet and lower limbs but for about a month stimulation is not reaching his feet like it used and seems to be moving up (his body). Patient said he is 6'8 and has lymphoma in his legs so he knew the stimulation had a long way to travel to get to his feet. Patient's reason for call was to ask how to get an appointment with a  manufacturing representative (rep) for reprogramming, patient services (pss) reviewed role of rep and redirected patient to health care provider (hcp). Patient asked that pss message rep as his managing hcp was over an hour away and due to health issues he doesn't drive. Patient said there was a hospital near by that he would like rep to meet him at. Pss emailed field.

Event description:
Additional information was received from the patient and it was reported that they have not met with the rep yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.